Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was delivery service delay in delivering the pump to the customer. Subsequently, customer experienced ongoing elevated blood glucose (bg) levels with moderate ketone levels. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was used to address bg. Tandem technical support shipped the customer another pump.